Manufacturer narrative:
Other applicable components are: product ID: 3057, lot# unknown, product type: screening device.

Event description:
Information was received from a consumer via a manufacturer representative regarding a trial patient who was using an external neuro stimulator (ens). It was noted that the patient¿s trial started on (B)(6) 2017. It was reported that the patient¿s daughter went to remove the leads, and one lead was already pulled out. There were no patient complications reported as a result of this event.